Event description:
It was reported that during testing of the dual speed cement injection gun at the user facility, metal powder was observed coming from the gun when the t-handle was pulled at release mode. There was no patient involvement, and no user injuries or adverse consequences.

Event description:
It was reported that during testing of the dual speed cement injection gun at the user facility, metal powder was observed coming from the gun when the t-handle was pulled at release mode. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was confirmed. The repair technician found metal shavings coming from the device, and determined that the replacement of the t-handle ram assembly, together with the cleaning of the device, resolved the issue. Based on trending history, a likely cause for the metal shavings is burs forming on the t-handle rod teeth and catching on the ram bushing. The elimination of the burs by the replacement of the t-handle ram assembly would have stopped the formation of metals shavings, since the t-handle rod would no longer catch on the ram bushing. The repair technician reported that the ram bushings were in good working condition and determined that they did not require replacement.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.